Manufacturer narrative:
Further information was requested but not yet received. Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000162565.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, the system was explanted to address the issue. It is unknown which lead caused the issue.